Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called in and reported experiencing "red heart" alarms with continuous tones, complaints of not feeling right and power fluctuations. The pt's inr was 2.1. It was also noted that this pt already had a clam shell repair on his percutaneous lead from a previous incident. The hospital was preparing for a pump exchange.